Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial, supplemental information became available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that loss of connection occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(4) within the investigation window. The allegation was confirmed. The probable cause could not be determined. The reported event of loss of connection is reportable based on there was an indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.